Event description:
It was reported that during a device change out, when doing defibrillation threshold testing at 1.2 millivolts setting with the new device that the electrogram "flat lined for two screens". It was not possible to sense any activity in the atrium or ventricle. It was indicated that the device had crosstalk because of how the sensitivity works. The crosstalk on the new device was corrected with programming and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.